Event description:
It was reported that the multi-link 8 stent delivery system (sds) was difficult to retract after stent deployment. It took considerable force to remove the sds and resulted in the guiding catheter deep seating in the coronary. After retraction of the sds it was noted that the balloon rewrap is not as tight as the multi link vision sds balloon rewrap. There was no adverse patient effects or clinically significant delay in the procedure reported due to the issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.